Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation appeared as a fungal rash. The patient has no known allergies. There was no alleged device malfunction contributing to the irritation. The patient's doctor suggested the patient try using an antifungal cream lotrimen. Follow up indicated the irritation improved.